Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified lesion in the distal anterior tibial artery, the 1.5 x 20 mm armada 14xt balloon ruptured around 6 atmospheres during inflation. The device was removed and a different armada 14xt balloon was used in the procedure. The patient experienced no untoward effects as a result of the rupture and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspection was performed on the returned device. The reported balloon rupture was not confirmed. The balloon inflated and maintained pressure; thus, no leak or balloon rupture was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation was unable to confirm the reported rupture; therefore, a cause for the difficulty could not be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.